Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report on behalf of patient that the system would not communicate on (B)(6) 2016. No injury or medical intervention was reported.